Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system (cds) devices are filed under separate medwatch report numbers.

Event description:
This is being filed to report the clip detaching from one leaflet, arrhythmia requiring intervention and death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The ntw clip delivery system (cds)(10316r259) was advanced to the mitral valve however the leaflets could not be grasped therefore the cds was removed. A second cds (11027r145) was advanced when the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed, and a temporary pacer wire and balloon pump were placed. The procedure was continued and the clip was implanted on the center of a2p2. A third cds (11012r101) was advanced when the patient went into ventricular tachycardia and cardioversion was performed. Once the patient was stabilized, the clip was implanted on the lateral side of the first implanted clip. The next cds (10917r190) was prepared for use when it was noted the clip introducer was damaged. The physician decided to use the device anyway as no other nt devices were available. The cds was advanced however the leaflets could not be grasped as the posterior leaflet kept slipping out. It was then noted the posterior mitral leaflet (pml) was damaged. The clip was not implanted and the cds removed. Another cds (11027r144) was advanced when the patient went into ventricular tachycardia again therefore and cardioversion was performed. Once stabilized the clip was able to be implanted on medial side of the first implanted clip at the location of the pml damage. After deployment it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)). In the physicians opinion, the clip detached from the pml due to the previous damage and not enough pml was inserted into the clip arms. It was decided to abort the procedure at this time with the mr remaining at 4+. Post procedure the patient died. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause for the reported slda is due to patient anatomy (pml tear). The reported mr is a cascading effect of incomplete coaptation. The cause of the reported arrhythmia and death could not be determined. The reported effect of mr, death, and arrhythmia are listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medical intervention is a result of case-specific circumstances. Additionally, this event was further reviewed by abbott medical affairs director (md). The reviewer stated: in this case of grade 4+ functional mitral regurgitation, during a mitraclip procedure and successive implantation attempts, the patient went into cardiac arrest. Cardiopulmonary resuscitation was performed, and a temporary pacer wire and balloon pump were placed. The procedure was continued, and a clip was implanted on the center of a2p2. Another cds (third of the procedure) was advanced, but the patient went into ventricular tachycardia and cardioversion was performed. Once the patient was stabilized, the clip was implanted on the lateral side of the first implanted clip. Another cds was prepared for use, but it was noted the clip introducer was damaged. The physician decided to use the device anyway as no other nt devices were available. The leaflets could not be grasped as the posterior leaflet kept slipping out and it was then noted the posterior mitral leaflet was damaged. The clip was not implanted and the cds removed. Another cds was advanced when the patient went into ventricular tachycardia again therefore and cardioversion was performed. Once stabilized the clip was able to be implanted on medial side of the first implanted clip at the location of the pml damage. After deployment it was noted, the clip detached from the posterior leaflet. In the physician¿s opinion, the clip detached from the pml due to the previous damage and not enough pml was inserted into the clip arms. It was decided to abort the procedure at this time with mr remaining at 4+. The patient died post procedure, but no details are available as to the presumed cause of death, which was likely due to severe heart failure and incessant ventricular arrhythmias. Death was unrelated to the device but possibly related to the procedure. There is no indication of product issue with respect to manufacture, design, or labeling.na